Event description:
Complaint rec'd concerning attachment/leakage issues with use of one z3643 7" pressure infusion set w/remv. Microclave clear connector, lot number unk attached to peripheral IV with IV fluids infusing via alaris pump. It was reported that the z3643 "microclave clear connector disconnected from hub of extension set (number z3643) during infusion of ivf. Blood blacked-up extension and leaked onto patient's bed. Estimated blood loss less than 20 ml." There were no reported pt. Injuries and/or adverse consequences. The involved z3643 device set was discarded. Device return: based on facility/units in-house inventory three packaged z3643 device sets lot number 30-393-jw and 33-524-sj were returned. Additionally, four (4) pkgd. Smiths medical blood sampling syringes, one (1) pkgd. Carefusion 2420-0500 infusion set, one (1) pkgd. Carefusion 10010454 infusion set and ten (10) pkgd. Curos ipa caps were also sent to the MFR. Visual inspection and analysis recorded no obvious defects, damaged components and/or anomalies.

Manufacturer narrative:
Other: engineering analysis of the returned z3643 device sets confirmed loose connection(s) with the removable microclave from the sets female luers when initially taken directly out of the package. After tightening the connections both to a minimum acceptable connection with measured torque of 1.0 in-lbs and attaching the microclave onto the female luer by hand, the removal torque was more than adequate to prevent premature disconnect. Configurations that feature removable set components do require removable, hand-tightened sections be checked to ensure secure connections. Continuous improvement: to address the initial "out-of-package" component torque values that were replicated a process change was identified that will utilize torque equipment/tooling when assembling the sets microclave and female luer. This change is expected to address any variables that may occur with individual operators hand tightening component assembly techniques as well as set connections that may loosen during transit/storage. Record reviews: a two year review of the complaint database for this list number z3643 recorded no additional reports. A review of the mfg. Lot build records for the two reported "potential" lots recorded lot number 30-393-jw (mfg date 06/2013) showed (B)(4) units and lot number 33-524-sl (mfg. Date 09/2013) showed (B)(4) units were all mfg., tested, inspected and released. There were no exception documents generated during the mfg. Build processes.